Event description:
It was reported that upon insertion of first aero-ll blade, it would not seat and resistance increased. The doctor took x-ray and noticed the blade was now curved and not attached to the front rail. Decided to try and remove and was unsuccessful at initial attempt. Eventually removed enough bone to pull the blade out.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the device deformation was confirmed via x-ray film and correspondence. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely cause of the reported event was determined to be patient's very sclerotic bone quality.

Event description:
It was reported that upon insertion of first aero-ll blade, it would not seat and resistance increased. The doctor took x-ray and noticed the blade was now curved and not attached to the front rail. Decided to try and remove and was unsuccessful at initial attempt. Eventually removed enough bone to pull the blade out.